Manufacturer narrative:
The product has been received for analysis. A supplemental report will be issued upon completion of analysis. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited noise and oversensing. Technical services (ts) reviewed available device data and confirmed oversensing of noise on the rv pacing electrogram, which lead to the device inappropriately declaring a fast episode (non-sustained ventricular tachycardia). Additionally, ts notes both a gradual decrease in rv pacing impedance since the end of (B)(6) 2020, with no mention of out-of-range measurements, and a high pacing thresholds measurement during the automatic threshold test. Subsequently, this lead was explanted and replaced. There were no additional adverse patient effects reported.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory severed (in three segments - terminal, middle, and tip). Visual inspection revealed insulation abrasion approximately 13.5 cm from the terminal pin, which exposed conductors. This type of damage is consistent with lead-on-lead contact. X-ray imaging of the returned lead showed no evidence of fractures. Testing was completed to assess lead electrical performance, and the resulting measurements were within normal limits. Therefore, the reported high capture threshold, oversensing, noise and low pacing impedance allegations were likely due to the observed damaged insulation.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise and oversensing. Technical services (ts) reviewed available device data and confirmed oversensing of noise on the rv pacing electrogram, which lead to the device inappropriately declaring a fast episode (non-sustained ventricular tachycardia). Additionally, ts notes both a gradual decrease in rv pacing impedance since the end of july 2020, with no mention of out-of-range measurements, and a high pacing thresholds measurement during automatic threshold test. Subsequently, this lead was later explanted and replaced. There were no additional adverse patient effects reported. This lead has been returned and analysis has been completed. This report has been updated with the product investigation results.